Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This a single-use device. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the m3 threaded pin on one side of the clamp body broken off, the nut is jammed on the broken off part. Due to the damage and the jammed nut on the broken off threaded pin the dimensions could not be checked to post-manufacturing specifications. The intact m3 thread on the other side meets to the specification as the m3 nut can be screwed on without any problem. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).

Event description:
It was reported that during an ex-fix procedure of the finger, the surgeon over-tightened the clamp and the clamp broke into several pieces. It appears that the stem of the clamp broke. All broken pieces were retrieved and the surgeon used another clamp to complete the surgery without further incident. The patient was unharmed.